Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified, crease smooth opening on anterior, wear abrasion, yellow biological tissue inner the device. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: crease smooth opening on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.